Event description:
A patient encountered a dislocation, in which the joint was subsequently reduced under sedation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.